Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6) . The calibration and controls were acceptable. Performance testing run on the analyzer on (B)(6) 2024 failed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 4.19 ng/l accompanied by an alarm indicating carry over. The sample was repeated, resulting in a troponin t value of 87.5 ng/l. The sample was repeated a second time, resulting in a troponin t value of 3.86 ng/l.

Manufacturer narrative:
The investigation reviewed the images from the sample-foam detection (sfd) camera and there were no issues noted. The investigation determined a general reagent problem was not present because the qc before the event was within the specified ranges. The investigation did not identify a product problem. The cause of the event could not be determined.